Manufacturer narrative:
A patient experienced ineffective stimulation was reported to abbott. The issue was resolved through reprogramming. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-02529 . It was reported that the patient never received effective therapy with the system. As a result, surgical intervention may be taken to address the issue.